Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a valid alarm resume pump occurred as the customer had yet to load a cartridge since the customer just removed the pump from the box in which it was received in. Reportedly, the customer selected "resume", the screen would go away and then the screen would come back within a few seconds. After multiple attempts, the customer was able to successfully start the load process and resumed insulin delivery. Blood glucose was 150 mg/dl.